Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2014 to the bra fat area and upper abs using coolcore and to the lower abs using coolmax, on (B)(6) 2014 to the right thigh and on (B)(6) 2014 to the left thigh using coolfit. On (B)(6) 2014 to the lower abs using coolmax and to the lower abs using coolcore, on (B)(6) 2014 to the left thigh using coolfit and coolsmooth and to the right thigh on (B)(6) 2014 using coolfit and coolsmooth. The patient was diagnosed on an unknown date with paradoxical hyperplasia (pah/ph) to the right back area after treatment.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2014 to the bra fat area and upper abs using coolcore and to the lower abs using coolmax, on (B)(6) 2014 to the right thigh and on (B)(6) 2014 to the left thigh using coolfit. On (B)(6) 2014 to the lower abs using coolmax and to the lower abs using coolcore, on (B)(6) 2014 to the left thigh using coolfit and coolsmooth and to the right thigh on (B)(6) 2014 using coolfit and coolsmooth. The patient was diagnosed on an unknown date with paradoxical hyperplasia (pah/ph) to the right back area after treatment.